Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, endoscopic image could not be displayed due to a damaged cable unit, scope could not be attached smoothly due to deterioration of coupler unit, water tightness was lost due to damage on cable unit and a cut was noted on the cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the hd camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿no image¿ issue was likely it due to water intrusion into the damaged cable resulting in poor communication. The root cause of the damaged cable could not be determined. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.